Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection approximately two months post implant. It was noted that the implantable pulse generator (ipg) broke through the skin one week prior to explant. The organism was identified as gram positive cocci and the patient was treated with vancomycin and ciprofloxacin. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.